Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 40 mg/dl while their blood glucose reading was 186 mg/dl. There was blood at the site. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 40 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. The customer reported that the insulin pump¿s threshold suspend caused their blood glucose to go up to 286 mg/dl. They had treated with the insulin pump. The product will be returned for analysis.